Manufacturer narrative:
Complaint not confirmed, no abnormality was observed on the device that may have contributed to the event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the pegged glenoid got loose after seven years. A revision surgery will be necessary. Update swit 23-dec-2020: initial surgery took place on (B)(6) 2013. Surgery report indication: patient hat pain in the right shoulder for about three to four years with only some limited movement. The apron grip in particular is increasingly limited. The examinations including an arthro MRI from (B)(6) 2012 revealed a pronounced omarthrosis with a slap lesion at a high level. The humeral head is progressively subluxating dorsally. The indication for shoulder arthroplasty is clear. Revision surgery took place on (B)(6) 2020.